Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and they did not getting any insulin. Customer's blood glucose value was unknown at the time of the incident. Customer stated insulin pump was stopped working and also battery cap was damaged. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned device for analysis.